Event description:
Related manufacturer reference number: 2017865-2025-00010. It was reported that the right atrial (ra) lead and right ventricular (rv) lead were explanted due to infection and vegetation. The infection was not related to the leads. The patient was stable throughout.